Event description:
The manufacturer received information alleging a pin broke-off of the power cord and the unit wouldn't stay powered on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device's ac inlet pin was found to be broken. The ventilator's ac inlet adaptor was replaced to address this issue.